Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to noise and oversensing. Technical services analyzed data and x-rays, troubleshooting options were discussed. It was mentioned that the positioning of the system may not be optimal, and a system revision was recommended. It was decided to reprogram the system into the secondary vector. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that another shock was delivered inappropriately. The system was reprogramed into the secondary vector. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to noise and oversensing. Technical services analyzed data and x-rays, troubleshooting options were discussed. It was mentioned that the positioning of the system may not be optimal, and a system revision was recommended. It was decided to reprogram the system into the secondary vector. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that another shock was delivered inappropriately. The system was reprogramed into the secondary vector. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: a1: patient identifier d6a: implant date.